Event description:
Home pt (hp) reports a pt reaction to the psn membrane. Noted during first exposure to membrane and occurred approx 20 minutes into dialysis treatment. Hp experienced red ears and face, coughing and shortness of breath. At the time of reported incident, the hp discontinued the treatment and did not return the blood. The hp was treated with claritin 10mg and symptoms improved approx one hour into continued treatment. The hp continued and completed the treatment with an alternate membrane without incident.